Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir start date on the status screen was incorrect. He stated that he pressed the esc button and the screen showed the last reservoir was changed on (B)(6) 2016 and the insulin pump did not record the most recent reservoir change after that. It was verified that the device had the right time and date set up. The customer also mentioned having problems with the infusion sets getting bent and occluded. Blood glucose value is unknown. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programed correct time, date and was monitored for five days with 2.0u/h basal rate and several bolus deliveries were programmed and delivered also; all basal and bolus deliveries were delivered properly and were recorded in the daily total history files. The insulin pump was able to download and all bolus delivered were found at the carelink report. No bolus or history anomaly noted. No low reservoir alarm during our testing noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.